Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette tubing was blocked during a cataract procedure. The procedure was completed after replacing the product. There was no harm to the patient. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot and the second reported for this issue. Review of the device history record indicates the order was built to specification. It was reported that during the operation, the fluid management system (fms) tubing was found to be blocked and continued being blocked after a flushing attempt. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).